Event description:
User experienced discrepant calcium results for one pt sample. Initial result gave 7.9 mg/dl; sample repeated three times giving 9.3, 9.4 & 9.3 m/dl. Initial result was not reported. The field service rep determined the cause to be a scratched stirrer paddle and replaced r2 stirrer paddle. Performance tests were performed and within specification.